Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 100 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from truebalance meter to lab results obtained at doctor's office. Back to back blood test on (B)(6) 2015 produced test results of 170 mg/dl using truebalance meter and 115 mg/dl with the lab results. Comparing blood glucose test results from truebalance meter to competitor's meter also. Back to back blood test on (B)(6) 2015 produced test results of 154 mg/dl using truebalance meter and 107 mg/dl using competitor's meter. Customer's a1c is 6.0 from (B)(6) 2015. Verified storage of product is within instructed specification. Recall test results performed from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
Internal report #(B)(4). Product under eval.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 100 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from truebalance meter to lab results obtained at doctor's office. Back to back blood test on (B)(6) 2015 produced test results of 170 mg/dl using truebalance meter and 115 mg/dl with the lab results. Comparing blood glucose test results from truebalance meter to competitor's meter also. Back to back blood test on (B)(6) 2015 produced test results of 154 mg/dl using truebalance meter and 107 mg/dl using competitor's meter. Customer's a1c is 6.0 from (B)(6) 2015. Verified storage of product is within instructed specification. Recall test results performed from meter memory: (B)(6). Adverse event not reported.